Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device leaking fluid was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the air reamer device had insufficient/low power, component damage, an air leak and the device was making unexpected noise. It was further determined that the device failed pretest for general condition, checking for noticeable noise (not applicable for no function), checking power with power test bench and checking for air leak (not applicable for no function). Therefore, the reported condition that the device had low power was confirmed. The assignable root cause was determined to be traced to component failure from wear

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. Concomitant med products and therapy dates: saw device, (B)(6) 2021. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/ or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor of the air reamer/drill device did not have power ¿strength¿ while being used with the saw device. It was reported that it was necessary to apply a lot of pressure to cut the bone and, the lubricant was coming out of the device due to the pressure made by the specialist. It was reported that the issue was related to the air reamer/drill. There was no information about the saw (blade). It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.